Manufacturer narrative:
The initial MDR with manufacturing report number (8021545-2025-03398), was submitted on 16-dec-2025. Upon completion of the investigation, the manufacturing date was updated as 27-jun-2025. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: review of complaint record database (B)(4) event description and all available information and assigned malfunction codes patient device incompatibility/ biocompatibility - problem it has been determined the complaint does not allege a product malfunction has occurred. Conclusion of complaint investigation: lot no. 6013626 was provided, however, as no product malfunction was alleged: no visual inspection is required to be performed. No retain sample testing is required to be conducted. No further assessment will be made regarding potential product performance issues, component integrity, or manufacturing defects. A batch record review was completed for 6013626, which was manufactured on 27-jun-2025 with a total of (B)(4) units. All quality control tests during the manufacturing process were fulfilled and released without issue. As the harm code reported is related to infection, sterilization record no. (B)(4) for lot no. 6013626 was reviewed, no issues were identified. Corrective and preventive action (CAPA) determination: based on the available information, no further investigation is required nor CAPA plan is needed. The record will be closed and monitored through tracking and trending (monthly trips and alerts). Summary conclusion: based on the available information, the investigation has been performed, and the complaint could not be confirmed as analyzed. Therefore, the complaint is closed based on the event description and all information made available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: australia.

Event description:
Reference number (B)(4). Event occurred in australia. It was reported that the patient experienced irritation on abdomen due to infusion set on (B)(6) 2025 and recieved medical treatment in the form of ointment. The patient was admitted to hospital and was administered insulin via insulin pump. The length of hospitalization was less than 24 hours. No further information available.